Event description:
On 03/05/2012, the patient contacted animas alleging that a few months ago; the keypad was sticking and not responding to button presses appropriately. The patient also stated that there was recently a crack noted in the keypad between the up arrow and down arrow keypad buttons and now the keypad was peeling near the ok keypad button. It was indicated that the key contacts were exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue as the patient stated that the unresponsive keypad buttons occurred prior to the peeling keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.